Event description:
It was reported that lead migrated 5mm inward. The patient was scheduled for revision on (B)(6) 2014. The patient experienced urinary urgency. The lead migration was shown on the x-ray. The subject tried stopping myrbetrig, but the symptoms of urgency became severe. There was no patient injury and no patient death. The outcome was reported as an ongoing event.

Manufacturer narrative:
Final analysis of the lead revealed no significant anomaly. The leads distal end conductor was broken from overstress/damage.

Event description:
Additional information reported the lead was replaced and the event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v508246, implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.